Event description:
Femur guide broke, separated along the cut-slot.

Manufacturer narrative:
Conclusion - guide appears to have broken either before or after sterilization. No evidence of design or production error.